Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflation to their breast implants though mammography imaging. As a result, the patient will undergo removal and replacement with gel breast implants on feb 17, 2022. Refer to manufacturing report number 1645337-2022-00369 for the contralateral event.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflation to their breast implants though mammography imaging. As a result, the patient will undergo removal and replacement with gel breast implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-00369 for the contralateral event.

Manufacturer narrative:
On june 09, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturing reference number: (B)(4).

Manufacturer narrative:
On april 13, 2022, the mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The identity of the unknown device was received with the retuned product. Device: 350cc mentor memorygel breast implant. Catalog: 3503501bc. Lot: 5662221. Additionally, an updated date of explantation was provided as (B)(6) 2022 and the patient underwent replacement surgery with 350cc mentor memorygel breast implants. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing reference number: (B)(4).

Manufacturer narrative:
On january 18, 2022, mentor became aware of incorrect data submitted in the initial report. D2a common device name was incorrectly submitted as breast implant but should have been reported as prosthesis, breast, inflatable, internal, saline. Manufacturing reference number: (B)(4) in the initial, d2a common device name was incorrectly submitted as breast implant but the name should have been reported as prosthesis, breast, inflatable, internal, saline.